Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the right ventricular (rv) lead exhibited unstable thresholds and unstable sensing. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.